Manufacturer narrative:
Patient age over 60 years. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure stent damage occurred. The 90% (distal lesion) and 80% (prox-mid) lesions being treated were located in the tortuous and calcified ostial right coronary artery (rca). A 6f non-bsc guide catheter was placed. The physician implanted a 2.25 x 32mm ion stent (distal) and a 2.5 x 20mm ion stent (overlapping). When attempting to place 3.0x20mm ion stent, it was decided to bring the stent into the guide catheter before deploying, to get better guide catheter support. When pulling the stent into the guide catheter the proximal edge caught on the guide catheter and compressed the proximal edge of the stent. The stent would not come back into the guide catheter, so the stent was implanted. The stent was post dilated with a nc quantum balloon. The end result looked great. There were no further complications and the patient status is fine.